Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet during its learning period after announcing a larger-than-usual meal, with blood glucose decreasing over several hours and reaching a low of 67 mg/dl despite attempted correction with oral glucose. Symptoms included sweating and shakiness consistent with hypoglycemia. Outcomes included prolonged low glucose for approximately three hours without need for outside assistance or medical intervention. Investigation included customer interview and review of device use context and alerts. Investigation of this case revealed no device malfunction reported, and the event was consistent with hypoglycemia temporally associated with a larger-than-usual meal announcement during algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.